Manufacturer narrative:
(B)(4). Date sent: 11/25/2020. Additional information: d4: lot number.

Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? No, some were not fully deployed and some were not properly shaped. If yes, was the staple line complete? No. Did the device cut? It chewed. If yes, was the cut line complete? It chewed. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Dull knife irregular cut.

Event description:
It was reported that during a laparoscopic bariatric sleeve, a plee60a and ecr60b were used. The surgeon said the gun slowed down on the second to last firing on the fundus of the stomach and consequently, he had to reinforce the staple line. The device did deliver staples, but some were not fully deployed and some were not properly shaped. The device "chewed" more than cut and delivered an irregular cut line due to the dull knife. There were no patient consequences reported.